Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the first flange of the stent could not be deployed. The physician continued to attempt to deploy the stent by shaking the scope; however, the stent still failed to deploy. The stent was removed partially deployed on the delivery system and another sized axios stent was used to complete the procedure. There were no patient complications due to this event.

Event description:
It was reported to boston scientific corporation on march 09, 2022 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the first flange of the stent could not be deployed. The physician continued to attempt to deploy the stent by shaking the scope; however, the stent still failed to deploy. The stent was removed partially deployed on the delivery system and another sized axios stent was used to complete the procedure. There were no patient complications due to this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of stent partially deployed. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned partially deployed. The delivery system was received in position "2". Visual examination of the returned device found the outer sheath kinked near the luer. Functional evaluation was performed and the stent was deployed without problems, no resistance was felt. No other problems with the stent and delivery system were noted. The reported event of stent partially deployed was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and the observed failure were likely due to factors encountered during the procedure. It is possible that when the physician shook the scope to attempt to deploy the stent the outer sheath kinked. It may be that lesion characteristics, how the device was handled, the technique used by the user and/ or normal procedural difficulties encountered, limited the performance of the device and contributed to the stent partial deployment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.